Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The date of event is unknown. The date entered in section is the date abbott diabetes care became aware of the event. The device mfg date is unknown. The date entered in section is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported experiencing an infection during her 3 day wear of the adc freestyle libre sensor. Customer further reported observing swelling, blood, and "pus exudation" at the sensor site and experiencing a fever that she self-treated with indigowoad root. Customer self-presented to a health clinic and the sensor site was cleansed with alcohol and a bandage was applied. Customer visited a different clinic and purchased fucicort (antibiotic) cream and additional bandages. It is unknown if the fucicort was prescribed. There was no report of death or permanent injury associated with this event.

Event description:
Customer reported experiencing an infection during her 3 day wear of the adc freestyle libre sensor. Customer further reported observing swelling, blood, and "pus exudation" at the sensor site and experiencing a fever that she self-treated with indigowoad root. Customer self-presented to a health clinic and the sensor site was cleansed with alcohol and a bandage was applied. Customer visited a different clinic and purchased fucicort (antibiotic) cream and additional bandages. It is unknown if the fucicort was prescribed. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
No product has been returned. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs for all libre sensor and libre sensor kits within expiration at the time of complaint were reviewed and the DHR review showed no there were no deviations from the validated manufacturing process and no issues identified that could have led to the complaint. Dose audit reports were reviewed and demonstrated the continued effectiveness of the established sterilization process for libre sensor kits. Environmental monitoring reports were reviewed including bioburden and endotoxin testing, and demonstrated that all monitoring processes continue to meet adc minimum requirements for product quality. Clinical data was reviewed and confirmed that libre sensor continue to be safe, effective, and perform as intended in the field. A tripped trend review was completed - while there were trips noted, no further track and trend review was required as there was a low rate of confirmed complaints. If the product is returned, the case will be re-opened and a physical investigation will be performed.

Manufacturer narrative:
No product has been returned. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs for all libre sensor and libre sensor kits within expiration at the time of complaint were reviewed and the DHR review showed no there were no deviations from the validated manufacturing process and no issues identified that could have led to the complaint. Dose audit reports were reviewed and demonstrated the continued effectiveness of the established sterilization process for libre sensor kits. Environmental monitoring reports were reviewed including bioburden and endotoxin testing, and demonstrated that all monitoring processes continue to meet adc minimum requirements for product quality. Clinical data was reviewed and confirmed that libre sensor continue to be safe, effective, and perform as intended in the field. A tripped trend review was completed and there were no trips observed. If the product is returned, the case will be re-opened and a physical investigation will be performed.

Event description:
Customer reported experiencing an infection during her 3 day wear of the adc freestyle libre sensor. Customer further reported observing swelling, blood, and "pus exudation" at the sensor site and experiencing a fever that she self-treated with indigowoad root. Customer self-presented to a health clinic and the sensor site was cleansed with alcohol and a bandage was applied. Customer visited a different clinic and purchased fucicort (antibiotic) cream and additional bandages. It is unknown if the fucicort was prescribed. There was no report of death or permanent injury associated with this event.